Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 180 mg/dl. The customer cleared the alarm and delivered the remaining amount of the bolus. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. The customer further reported that no further occlusion alarms had occurred and the bg level was "doing great".